Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the cause of the peritonitis may be associated with a breach in aseptic technique due to poor vision of the patient. Breach in aseptic technique is a frequently encountered problem that is a well-documented risk factor for peritonitis in pd patients.

Event description:
During a troubleshooting call to fresenius technical support (ts) for drain complications, a peritoneal dialysis (pd) patient reported having peritonitis in (B)(6) 2020. There were no reported allegations that the peritonitis was associated with the use of any fresenius device(s) or product(s). During follow-up, the patient¿s pd nurse stated that on (B)(6) 2021 (not (B)(6) 2020), the patient was seen in the outpatient pd clinic and had a pd culture obtained. The patient¿s culture yielded an elevated white blood cell (wbc) 1428 and no organism growth. The nurse stated the patient was treated on an outpatient basis with the antibiotic vancomycin (per clinic protocol) intra-peritoneal (ip). Per the nurse, the patient is recovering from the event. However, the patient was experiencing some drain issues on the cycler which was suspected to be caused by fibrin (known to occur due to peritonitis). Per the nurse, the patient will be treated with heparin (per standing orders) for the fibrin. The patient continues pd treatment with the same cycler without any harm or ill effect, according to the nurse. Per the nurse, the patient did not have any fluid leaks or other issues with any fresenius device(s) or product(s) in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique (during the pd exchange), as the patient has poor vision.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.